Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this event would be updated.

Event description:
Boston scientific received information that this field representative (fr) contacted technical services (ts) stating they were getting an out of range message when trying to interrogate this patient's pacemaker. The patient was currently in the emergency room and the fr was planning on moving the patient to attempt interrogation again. No patient name or device information was provided and the call was dropped before ts could get any further information.